Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that on (B)(6) 2014 the insulin pump had several no delivery alarms. The customer stated that the alarm occurred 4 or 5 times and she was able to clear it when she changed the set. Blood glucose value was 146 mg/dl. The next day, she received 2 or 3 no delivery alarms and when she arrived home, her blood glucose was 352 mg/dl. The customer stated that due to the recurring no delivery alarms, she decided discontinue the use of the device and revert to her old insulin pump. The device will not be returned for analysis.